Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had dark screen and did not power on. The field service engineer (fse) found the drawer controller on 5.1 in the auxiliary had malfunctioned, triggering the power supply's crowbar mode. Replaced drawer controllers for both 5.1 and 5.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a device powered down and was not communicating and offline in rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.